Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported that the injection button of his humapen ergo ii device was difficult to push down. He experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch number (B)(4), manufactured june 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of this batch did not identify any atypical findings with regard to pen jammed or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported receiving the device 11 years ago; however, the device batch reported was manufactured 6 years ago. Based on the amount of time elapsed since the device was manufactured (june 2011), it is likely the patient used it beyond its approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. It is likely the patient used the device beyond its approved use life. This may be relevant to the increased blood glucose levels.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) year-old male patient of unspecified origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix50 100 u/ml) subcutaneously via reusable pen (humapen ergo ii, received 11 years ago), 20 (no units reported) twice each day for the treatment of diabetes mellitus starting between 2012 and 2013. On (B)(6) 2017 his blood glucose was high, reportedly his postprandial blood glucose after breakfast was 21 (no units reported) and after lunch it was 19 (no units reported), as corrective treatment he took metformin following his doctor advice (according to his doctor he would take it depending on if his blood glucose was high or low), he was hospitalized also on (B)(6) 2017 due to the event and further information regarding the hospitalization including laboratory tests findings or discharge date was not provided. The outcome of the event was unknown and the insulin lispro treatment was continued. The user of the device and his/ her training status was not provided. The device model duration of use and the suspect device duration of use were not reported. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know if the event was related to the insulin lispro 50/50 treatment. Edit (B)(4) 2017. Edit for device regulatory reporting. No medically significant information. Update 16-jun-2017: correction received from the affiliate of information received on 27-may-2017. Added batch information. Added a non-serious event of device use beyond labeled duration. Updated narrative with new information. Update 30jun2017. Additional information received 29jun2017 from the product complaint safety database. On the device tab entered the manufacture date, entered the device approximate age, entered the device specific safety summary (dsss), changed improper use to yes, updated the european and canadian (EU/ca) device information, and the narrative was updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) male patient of unspecified origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix50 100 u/ml) subcutaneously via reusable pen (humapen ergo ii, received 11 years ago), 20 (no units reported) twice each day for the treatment of diabetes mellitus starting between 2012 and 2013. On (B)(6)2017 his blood glucose was high, reportedly his postprandial blood glucose after breakfast was 21 (no units reported) and after lunch it was 19 (no units reported), as corrective treatment he took metformin following his doctor advice (according to his doctor he would take it depending on if his blood glucose was high or low), he was hospitalized also on (B)(6) 2017 due to the event and further information regarding the hospitalization including laboratory tests findings or discharge date was not provided. The outcome of the event was unknown and the insulin lispro treatment was continued. The user of the device and his/ her training status was not provided. The device model duration of use and the suspect device duration of use were not reported. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know if the event was related to the insulin lispro 50/50 treatment. Edit 15jun2017. Edit for device regulatory reporting. No medically significant information. Update 16-jun-2017: correction received from the affiliate of information received on 27-may-2017. Added batch information. Added a non-serious event of device use beyond labeled duration. Updated narrative with new information.